Event description:
Doctor controlling bleeding with medichoice cordless cautery. Felt warmth near finger (small burn to finger area), noted gauze with hole burning (no flame noted). Dropped gauze (then stomped on with foot) and cautery to floor. No burn to patient. Local case, patient discharge immediately post procedure from pacu.